Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32g8e, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the device was installed in (B)(6) 2022 and replaced in (B)(6) 2025 and the probe was relocated to a different location. The patient felt there was nothing wrong with the original equipment. Patient stated they get very little support with programming and they have not have satisfactory results of this system.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel disfunction. It was reported that the new unit did not work any better than the old one. Additional information was received from the patient. The reason for call was patient reported that their current system had not yet been successful for them and they were still wearing pads. Patient said that the doctor told them that they didn't quite get the lead in where they hoped it would go. Patient requested information on types of adjustments. Agent reviewed information. Patient mentioned they had been working with the local manufacturer representative (rep) regarding adjustments. Patient said they currently felt gentle stimulation but would continue to increase stimulation to a comfortable level to see if that helped improve their symptoms.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32g8e. Implanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.